Event description:
It was reported that the patient presented for an in clinic follow up. Upon review, it was noted that the left ventricular (lv) lead exhibited failure to capture. The lead was explanted and attempted to be replaced. During the procedure, it was noted that the physician had difficulties implanting the new lv lead. While attempting the implant, the left ventricular (lv) lead would dislodge once placed on the target vessel, and also exhibited failure to capture. The lead was not used. Ultimately, the physician decided to no longer implant a lv lead. The patient was discharged.